Event description:
It was reported that the screen on the ventilator went blank but appeared to still be operating. Patient was taken off ventilator and placed on another ventilator. When the air and oxygen hoses from the wall were unplugged, the ventilator screen started functioning again. Reportedly, no harm occurred to patient. Reported cause was due to physical damage to pin on a board one of the cables connects to.